Event description:
It was reported that while cleaning the handpiece after a case rusty water began leaking out the bottom. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacture and a sample of the substance was taken for further evaluation. Rust that appears to be mineral deposit build up on the inside of handpiece was found. This report will be updated when the investigation is completed.